Manufacturer narrative:
There was an error in the date of this report. This follow up has corrected that date.

Manufacturer narrative:
Bayer quality assurance product analysis received and examined the returned pulse oximeter sensor extension cable. Visual examination found thermal degradation of the covering of sensor extension cable in two places, indicating the cable had looped and touched together. The cause of the reported problem was the sensor extension cable looping across another portion of the cable and then being placed within the bore of the MRI. Thermal heating of the extension cable was caused by the interaction between the mr system's rf energy and the electrically conductive sensor extension cable. The veris operation manual cautions the user that "the sensor extension cable contains electrically conductive material. Do not coil or extend the sensor extension cable into the magnet bore!" A 12 month review of complaint history determined this to be the only incidence reported.

Event description:
The site reported the following: a patient was connected to a bayer medrad veris monitor during an MRI. The MRI manager placed an mr coil on the patient for imaging purposes. The pulse oximeter was applied and the sensor extension cable was then placed on top of the mr coil. The patient was then placed into the bore of the magnet to begin imaging when the sensor extension cable began to spark and smoke where the cable was overlapped with another section of cable. The extension cable was immediately disconnected from the monitor and the sparks and smoke stopped. There was no injury to the patient or staff.